Manufacturer narrative:
H3: the device was returned for investigation and found to be in the condition described in the event description. A visual inspection found the device exhibits obvious signs of breakage at the tip of the device.

Event description:
Allegedly, the driver tip broke off in the screw head. The tip and the screw were removed from the patient and another screw was used. No patient complications were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the driver tip broke off in the screw head. The tipand the screw were removed from the patient and another screw was used. No patient complications were reported.